Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 15. Details of surgery: immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and swelling. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2020 in ada 15. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2020, non-osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, and swelling. No further patient complications were reported.